Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment. There was no key click with the on/off knob. A new keypad and associated upper case were replaced, checked for pinched liquid crystal display (lcd) wires / insulation had not been compromised, checked boards. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not switch on and off. The epg was returned for service. No patient complications have been reported as a result of this event. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.